Event description:
The report stated that the generator self-check was completed with no problems and the temperature increased to nearly 90 degrees when generator was first turned on. Upon introducing the needle electrode in a radio frequency ablation procedure, the generator produced no power. Although it was rebooted, the pads re-positioned and another needle electrode used, problem persisted. Another generator was brought in and the procedure completed. The patient was reported as ok.

Manufacturer narrative:
Date of initial report: 11/07/2008. The incident device was received and tested at tyco/covidien and reported problem could not be duplicated during the investigation.